Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 01246 were returned and analyzed. The data files showed at least seven applications were performed with a balloon catheter on the date of the event with no system notice or issues. Visual inspection of the sheath showed the device was intact with no apparent issues. Aspiration/ flushing testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. The valve disk was suspected to be torn. In conclusion, the reported issues were not confirmed through testing and data analysis. However, the sheath failed the return product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sheath was unable to aspirate. When the sheath was removed, a ¿white streaky¿ foreign material was observed. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.